Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). After further investigation, the cause of the leak was determined to be an uneven distribution of solvent on the tubing. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a large volume intermate had an unknown issue. This occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 20, 2013 ¿ june 21, 2013. Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water. During fill, a leak was observed at the solvent-bonded junction of the tubing and the stress member. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.